Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pressure necrosis of the skin. The implantable pulse generator (ipg) "came out" the necrotic part. The ipg was explanted and replaced on the contralateral side of the body. No further patient complications have been reported as a result of this event.